Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's implanted with 2 scs systems (thoracic and occipital). The patient received two leads (model 3149) with the same lot number. It was reported the patient experienced discomfort due to a stinging sensation against her skin. Reportedly, surgical intervention was undertaken during which the leads were explanted and replaced. In turn, the ipg was electively replaced during the same surgery.